Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5. Approximately 5 years post-op, the patient underwent a removal surgery due to set screw back out. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 7540020, 510k # k052187 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.